Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during pumping. The customer declined to disclose if their blood glucose level exceeded 500 mg/dl. The issue was resolved after the customer changed the cartridge prior to contacting support.